Event description:
It was reported that the ilet bionic pancreas displayed alert 69 indicating an algorithm data parity check malfunction, which was verified in the device¿s alert history, and the patient was advised to perform a standard restart without factory reset. Symptoms included no reported adverse clinical effects, and blood glucose levels were unaffected. Outcomes included successful resolution of the alert after one restart, with instruction to contact support if the alert recurs. Investigation included review of the device alert history and guided device restart. Investigation of this case revealed a transient software-related fault consistent with an algorithm data parity check alert that cleared upon restart, indicating no ongoing device component failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly resolved by reboot.